Manufacturer narrative:
Concomitant medical products: a2dr01 ipg implanted: (B)(6) 2016.

Event description:
It was reported that the patient's implantable pulse generator (ipg), right atrial (ra) lead and right ventricular (rv) lead were explanted due to septicemia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.